Event description:
Material#: 305916. Lot#: 3250144. It was reported by the customer reported that safety glide needle - giving patient vaccine and wasn't able to push through. Verbatim: rcc received a complaint via phone. Pir attached. Safety glide needle - giving patient vaccine and wasn't able to push through. M 305916 lot# 3250144.

Manufacturer narrative:
Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for the product and symptom. With no actual sample analysis, a probable root cause could not be offered.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "giving patient vaccine and wasn't able to push through." M 305916 lot# 3250144